Event description:
It was reported that: "doctor (B)(6) revised pt's hip due to eccentric wear of acetabular components."

Manufacturer narrative:
The pca ac/deep socket shell 49mm, catalog: 6287-5-049, lot ID# aakkd and 28mm standard femoral head, catalog: 6284-0-128, lot ID# b2ztm were also listed in this report. Method- review of device history, complaint history. An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested, but not made available. The event was not confirmed. Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database from 2004 to present was reviewed for similar reported events regarding wear. There have been no other reported events for this lot. The direct root cause could not be determined with the limited info available at the time of the eval. Should add'l info become available, the eval summary will be submitted in a supplemental report.